Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were reproduced while attempting to run a loaded set. Evaluation found the current sensor to have elevated readings with a fluid filled set loaded. The failing downstream sensor was replaced to correct the condition. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device displayed constant downstream occlusion messages. There was no patient involvement.